Manufacturer narrative:
Returned to manufacturer on: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes weren¿t drawing a sufficient volume of blood. No serious injury or medical intervention reported.